Event description:
It was reported that the device was used during a laparoscopic gastric bypass. It was reported that "the gastrojejunostomy was leak-tested intraoperatively with satisfactory results in 2002. Five days later, the pt had to return to surgery and the surgeon found the gastrojejunostomy almost completely separated. The surgeon sutured the anastomosis back together."